Event description:
During implant tip of the lead, beyond contact '0', looked irregularly 'bulbus.' Lead was not in contact with the patient; no injury was reported.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.